Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd protector p50j had foreign matter. The following information was provided by the initial reporter: it was reported that while using the product, customer noticed a foreign object resembling black debris, about 2 millimeters in size, in the protector balloon storage compartment during use.

Manufacturer narrative:
Pr 14565935 follow up MDR for device evaluation: it was reported there was foreign matter inside the expansion chamber. Two photos and one sample was provided to our quality team for investigation. Upon inspection, a small particle was observed inside the expansion hood, confirming the reported concern. Characterization testing was conducted and determined that the particle is of wooden origin, consistent with materials used in the molding workshop, such as wooden workbenches or wooden blocks utilized for molds. This product is manufactured in a cleanroom environment maintained under positive pressure to reduce the risk of foreign matter introduction. In addition, all finished products undergo visual and functional inspections throughout the manufacturing process in accordance with established procedures. As the lot involved with this incident could not be identified, a device history review could not be performed. Based on the investigation, the most likely cause is related to handling machine parts on wooden workbenches in the molding area, where small particles can remain if cleaning is not sufficient. Wooden pallets used in this area may also release small particles. Manufacturing personnel have been notified of this incident and proper cleaning practices have been reinforced. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information